Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection/double stapling. According to the reporter: after firing, the device could not be removed. The handle could be fully squeezed. The surgeon had to resect more tissue than what was originally planned due to the product problem. There was no bleeding and nothing fell into the pt cavity. The case was not extended more than 30 mins.